Manufacturer narrative:
The customer returned their lancet device for investigation. The reported failure on protruding lancets could not be confirmed during investigation. The lancing device was tested with test lancets at 11 different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device could be primed and released without any problems and works in accordance with specifications. However, the lancing device was disassembled for investigation, but no abnormalities could be observed which could verify the customer allegation. Medwatch fields d10, h3 and applicable fields of section g have been updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Occupation was lay user/patient.

Event description:
The initial reporter stated the patient loaded a new lancet into the coaguchek xs softclix device, attached the dial cap, set the depth, and primed device. The lancet protruded from the end cap. The end cap and lancet were both properly seated on the device. No further attempt to use the device was made.